Event description:
It was reported that the insulin pump alarmed during the prime process. Customer changed the reservoir and insulin keeps coming out of infusion set. The blood glucose reading is 231 mg/dl. The drive support cap is protruded. Customer stated that he has experienced low blood glucose for three days. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Cracks to the reservoir tube lip, battery tube threads and a scratched display window noted during visual inspection.